Manufacturer narrative:
Date of initial report: (B)(6) 2016. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.

Event description:
The customer originally reported that several error messages were coming up on the screen. Another device was used to complete the procedure. Age and weight are not available. No patient injury or ill-effects. No medical intervention required. The device will be returned for evaluation. New info (B)(6) 2016, device received for investigation and it was noted that there was one broken and missing snap pin, not returned with the device. Site is unable to verify the location of the missing snap pin.